Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, a valve in valve with a 26mm sapien 3 ultra resilia valve was implanted in the pre-existing 29mm sapien 3 valve in the aortic position due to valve stenosis. Outcome is good and patient is in post op recovering. Per information received, patient was transferred from dialysis center to hospital for acute on subacute dizziness, disorientation and volume overload. Patient received evaluation from CT surgery, cardiology, and in discussion with patient, who strongly preferred a percutaneous option, elected for valve in valve for valve stenosis. Post op tte demonstrating a well seated valve without evidence of perivalvular or intravalvular leak. Patient was discharged in stable condition with improved shortness of breath to follow up with his outpatient cardiologist.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The reported stenosis was empirically confirmed based on the provided information from the field clinical specialist (fcs). Available information suggests patient factors likely contributed to the event as the patient has a medical history of end-stage renal disease, on hemodialysis. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. However, the implant date is unknown. Therefore, it is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. Due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.